Event description:
It was reported that the user did not perceive low or high glucose alerts on the ilet while receiving alerts on associated cgm applications, and the ilet and a nearby smoke detector were heard emitting different audible tones during a call; replacements were shipped and the user reported returning both devices. Symptoms included hypoglycemia, which the user treated with oral glucose. Outcomes included no health consequences or impact. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.